Manufacturer narrative:
Reported event: an event regarding malposition, altr & wear involving an exeter stem was reported. The event was not confirmed. Method & results: -product evaluation and results: visual inspection of the returned device noticed a notch on the stem neck and trunnion wear which are likely caused due to contact against hard object. Explantation damage was also observed on the device. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: it was reported that '(B)(6) 2025, bleeding from the wound due to suspected infection. No fever, but a feeling of heat in the affected area and a soft mass. Due to suspected infection, the implant was removed and a cement mold placed. There was a notch in the neck of the stem, and it appeared to be hitting the mdm liner. The cup front opening was 44° and the stem front twist was 36°. The wound was covered with black tissue, so it was debrided and cleaned.' Visual inspection of the returned device noticed a notch on the stem neck and trunnion wear which are likely caused due to contact against hard object. Explantation damage was also observed on the device. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
No new information.

Event description:
The following information was provided: on (B)(6) 2017, right first tha twice anterior dislocations on (B)(6) 2022. On (B)(6) 2022, revision surgery was performed. A sliding surface was replaced. The stem continued to be used. On (B)(6) 2025, bleeding from the wound due to suspected infection no fever, but a feeling of heat in the affected area and a soft mass due to suspected infection, the implant was removed and a cement mold placed. There was a notch in the neck of the stem, and it appeared to be hitting the mdm liner. The cup front opening was 44° and the stem front twist was 36°. The wound was covered with black tissue, so it was debrided and cleaned.